Event description:
The pt reported that while changing her insulin cartridge in late 2007, the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. She stated that she switched to her backup infusion device and dried the cartridge compartment of the primary device with a tissue. The pt was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.